Manufacturer narrative:
Pump received with button error alarm and no act button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. Pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported they were unable to clear a bolus 1 message. Customer also reported the insulin pump became unresponsive when the battery was removed. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.